Manufacturer narrative:
Analysis description: no conclusion code available. Final analysis confirmed the reported noise alarm and telemetry failure. The cause of the anomaly was high current drain, which led to premature battery depletion. The root cause for the high current drain could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator emitted beeps and could not be interrogated in the box. The device was not used.